Manufacturer narrative:
Part number# 117170z is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k841872. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that a leak occurred in the inflation line. The end clinician elected to extubate and reintubate with a replacement tube. The tube was replaced without incident.